Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead dislodged. After lead dislodged, lead was taken out and tested and the helix was not fully extending as needed. The ra lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.